Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial arrhythmia. It appeared to be a supraventricular tachycardia (svt) event. The device delivered atp and multiple shocks that accelerated the arrhythmia into ventricular fibrillation (vf) or ventricular flutter degrading to vf. The emergency medical services team performed external shock therapy with multiple shocks that did not convert the rhythm and the patient was admitted to the hospital. Reprogramming of the device was performed and the physician advised he would not consider a defibrillation threshold (dft) test or revision due to the patient's heart condition. Technical services (ts) was consulted and provided device optimization information with the recent programming changes. No further assistance was requested at this time. The ICD remains in service. No additional adverse patient effects were reported. Additional information received advised the physician did elect to perform a defibrillation threshold (dft) test. The first shock was successful at 41j (joule) and the physician is not planning anything further for this patient. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial arrhythmia. It appeared to be a supraventricular tachycardia (svt) event. The device delivered atp and multiple shocks that accelerated the arrhythmia into ventricular fibrillation (vf) or ventricular flutter degrading to vf. The emergency medical services team performed external shock therapy with multiple shocks that did not convert the rhythm and the patient was admitted to the hospital. Reprogramming of the device was performed and the physician advised he would not consider a defibrillation threshold (dft) test or revision due to the patient's heart condition. Technical services (ts) was consulted and provided device optimization information with the recent programming changes. No further assistance was requested at this time. The ICD remains in service. No additional adverse patient effects were reported.